Manufacturer narrative:
Pump was received and all operating currents are within specification. No unexpected low battery off no power alarms noted. Unit passed off no power, self test, restart error, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unable to prime during prime test due to faulty force system sensor resistor. Unable to complete functional test due to prime anomaly. Unit received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump is cracked. Customer's blood glucose was 66 mg/dl at the time of incident. Customer indicated that the pump may have possibly been worn in or around an MRI machine. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.